Event description:
During the procedure, air was noticed coming into the line at the connection between the map112 and the hpt. This happened prior to flushing into the pt. No pt harm or injury occurred as a result of this event.